Event description:
It was reported to boston scientific corporation that a lynx suprapubic mid-urethral sling system was implanted (B)(6) 2010. According to the complainant, as a result of the implant, the patient suffered serious bodily injuries, including, but not limited to, pelvic pain, infection, urinary problems, and other injuries. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.